Event description:
It has been reported that the customer has an o2 holder in which one of the pads "broke off." It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
Results: o2 holder.